Manufacturer narrative:
Device evaluation: the device evaluation for the echo-25 device of lot c2277526 was returned for evaluation open in its original packaging. With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on 19nov 2025. The following was observed in the lab: visual inspection stylet returned not fully inserted kink observed below sheath extender distal end of needle examined and biological matter observed, no damage observed needle removed from device and proximal kink observed below sheath extender. Functional inspection sheath extender able to advance and retract with no issue needle handle able to advance with difficulty unable to removed stylet. This issue reported failure was not observed. Manufacturing records: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records of lot number c2277526 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records of lot number c2277526 confirms the failure mode has not previously occurred for this work order. Instructions for use and/label the instructions for use, ifu0101 which accompanies this device, instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use" there is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis definitive root cause could not be determined from the investigation. A possible root cause could be attributed to the proximal kink observed below the sheath extender. It is likely that the proximal kink and the device being used in a tortuous position contributed to the needle advancement issues reported by the customer. It should be noted the needle advancement was difficult during the laboratory evaluation. Confirmation of complaint complaint is confirmed based on visual and/or functional inspection. Corrective action/ correction complaints of this nature will continue to be monitored for similar events. Summary of investigation according to the customer the needle could not be advanced beyond the sheath. Confirmed quantity of 01 device, confirmed used. User changed to another needle to continue the procedure. A possible root cause could be attributed to the proximal kink observed below the sheath extender. It is likely that the proximal kink and the device being used in a tortuous position contributed to the needle advancement issues reported by the customer. It should be noted the needle advancement was difficult during the laboratory evaluation.

Event description:
During duodenal puncture with an echo needle, the needle could not be advanced beyond the sheath. However, when retracted back into the stomach, it could be advanced beyond the sheath. Repeated attempts were unsuccessful. After replacing to a 22g needle, the puncture was successfully completed. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. 1. Was gaining access to the target site difficult? Yes. 2. Was puncture of the targeted site difficult? No. 3. Was the scope recently service/repaired? No. 4. Was the device used in a tortuous position? Yes. 5. Was force required to remove the device? No. 6. When was the issue noted? E.g., on advancement of the sheath/needle or on needle retraction? Needle advancement. 7. Were any other defects (other than the complaint issue) observed on the delivery system (e.g., kinks) prior to return? No. 8. If the report involves a kink, bend, or break in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? N/a, handle end, patient end. 9. Was force required on insertion of device into scope? No. 10. Was resistance felt while inserting the device through the scope? No. 11. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? No. 13. When was the issued with the product noted? On advancement of the needle. 14. Was the endoscope in a flexed or twisted position at any time during the procedure? Yes. 15. Was the stylet partially removed when advancing the needle into the target site? N/a. 16. Was the syringe used during the procedure, after the stylet was removed? N/a. 17. Was difficulty experienced while retracting the needle? N/a. 18. Was it possible to be fully retract before removing the needle from the patient? N/a. 19. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? N/a. 20. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? No.